Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pet2, implanted: (B)(6) 2014, product type: lead product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device was not working and they had a loss of therapeutic effect. The device stopped working about a week after implant. For a little bit after implant, the device worked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.